Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, a thermogard console was used for ivtm therapy and had an issue with holding the temperature during treatment. No further information received. No known impact or consequence to patient reported.